Manufacturer narrative:
The complaint was not confirmed. The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showed no damaged. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced, since the original tubes sets involved in the case were not returned for evaluation. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that there is an excess of fluid when the ar-6480 dualwave pump is pumping. Additional information received on 10/28/2020: the facility reported the settings of the pump were normal for the shoulder arthroscopy procedure at the beginning of the case and the pump ramped up to over 1000 (set to 35). Extravasation did occur. The excess fluid was removed via suction using a sucker shaver, compression on soft tissue and excess fluid was also shooting out of the cannulas. A second arthrex pump of the same make and model was used to complete the procedure. The patient was not kept overnight, and the patient was discharged as normal for the procedure.